Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an in-clinic follow up, low sensing and high capture threshold was observed. X-ray revealed dislodgement of the atrial lead. The lead was successfully repositioned. The condition of the patient was good.